Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism and the lead was stretched and damaged at implant.

Event description:
It was reported that the lead was attempted for implant but not used due to the medical judgment. The screw was hard to utilize and there was tissue on the screw. Another lead was implanted instead. No patient complications have been reported as a result of this event.